Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer has been having problems with "no delivery" alarms, has changed infusion set type. Troubleshooting was performed and pump appeared to be functioning properly.